Event description:
It was reported that the cot was stuck on the power load system and could not be released due to user error in trying to release the cot before the power load system had completely lowered the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.